Event description:
The customer reported a motor error alarm during the prime process. The customer stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.